Manufacturer narrative:
This report is based solely on device return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case was also found to be broken, and the battery contacts and one bail was missing.

Event description:
It was reported the device shuts off by itself. Follow-up information received determined there was no patient involvement. The device subsequently tested out of specification during manufacturer's analysis.